Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003 - repair of multiple incisional hernias with composix mesh. A portion of the omentum was fixed to the hernia sac, the distal omentum was clamped, cut, and tied, excising the distal 5 to 6 cm of the omentum. On (B)(6) 2003 - post operative office visit, wound was opened anda seroma was drained. The patient was put on antibiotics. On (B)(6) 2003 - admitted for abdominal wound infection. Wound was explored in the operating room, granulation tissue was covering the mesh, no pus was present, necrotic fat on the skin was debrided and the wound was closed loosely. On (B)(6) 2003 - office visit status post debridement of abdominal wound. Patient presents with pain, a central portion of the wound has some necrotic skin. She is continued on antibiotics and follow up in one week. On (B)(6) 2003 - the patient continued to have a draining sinus tract and a CT revealed a fluid collection posterior to the mesh; therefore the patient was taken to the operating room and the "infected abdominal wall mesh" was excised.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The medical records indicate that the patient was treated for seroma, which is a known possible adverse reaction listed in the IFU. Also indicated was the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.